Event description:
Pt treated for back pain with prodisc-l at l4-l5 anteriorly and synfix anteriorly at l5-s1 in (B)(6) 2008. Pt later implanted in (B)(6) 2009 posteriorly with click'x and n-hance at l4-s1. In (B)(6) 2011, pt's dog jumped up on him and pt heard a pop with subsequent back pain. X-rays taken in (B)(6) 2011 showed a broken click'x screw. The shaft of the screw broke in half inside the right l5 vertebral body. All hardware was removed, pdl, click'x and n-hance on (B)(6) 2012. Pt fused anteriorly at l5-s1 and the synfix implant was not removed. Pt re-instrumented at l4-s1, tlif with pedicle screws, xlif with nuvasive amd sperex pedicle screws.

Manufacturer narrative:
This device was used for treatment, not diagnosis.(B)(4)

Event description:
Maude adverse event report, report # mw5024115 was identified by post market surveillance. A copy of the report will be included in this report. This is report 1 of 6 reports for (B)(4).

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.